Event description:
During use of the device, prior to the onset of cardiopulmonary bypass, the user observed a "check level" error message. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.